Manufacturer narrative:
This device has not been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use state: "manipulate the guidewire slowly and carefully in the urinary system. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and determine the cause by fluoroscopy. Failure to excercise proper caution may result in bending, kinking, separation of the guidewire's tip." However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that during a therapeutic ureteral stent placement, some of the blue coating was coming off of the wire inside the pt. One small piece was left inside the pt. The procedure was completed successfully with no pt complications.